Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that there were corrosive bumps observed on the pump due to paint chipping which caused the customer difficulty with loading cartridges onto the pump. Blood glucose was not impacted. Reportedly, the customer continued using the pump for insulin therapy.